Event description:
It was reported that the pump experienced a malfunction while the pump was being updated. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.